Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years.(B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, was being used during an unknown procedure on (B)(6) 2025 and when it was reported, ¿the cotton swab at the end of the device is removed from its housing with ease after a short time.¿ further assessment questioning was sent to the reporter to define further the nature of the incident; however, to date conmed has not received a response. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, was being used during an unknown procedure on (B)(6) 2025 and when it was reported, ¿the cotton swab at the end of the device is removed from its housing with ease after a short time.¿ further assessment questioning was sent to the reporter to define further the nature of the incident; however, to date conmed has not received a response. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.